Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. The physician was not sure what caused the infection but it was believed that the infection came from the sutures rather than the interior tissue of the pocket. It was also believed that the infection was not device related. The ipg was replaced and patient was treated with antibiotics via peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Additional information was received that the patient¿s symptom of infection was an abscess at the lead and ipg sites. The patient underwent an explant procedure on (B)(6) 2015 due to unresolved infection. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm model,#: sc-4316, lot #: 17692260, description: next generation anchor kit-sterile model#: sc-4401, lot #: 17200859, description: precision spectra ipg port plug the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. The physician was not sure what caused the infection but it was believed that the infection came from the sutures rather than the interior tissue of the pocket. It was also believed that the infection was not device related. The ipg was replaced and patient was treated with antibiotics via peripherally inserted central catheter (PICC) line.